Event description:
The pt had a cerebral spinal fluid (csf) leak. The catheter was repaired. The type of medication, concentration and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.